Event description:
Reporter complains of raynaud's phenomenon, arthritic pain, fibromyalgia, chills and night sweats, muscle weakness, irritable bowel, memory loss, and chronic fatigue. She has drug reactions or allergies. Most medications have an opposite effect. Rptr became totally disabled in 9/92 and is for the most part totally housebound. First implants inserted 6/7/77, ruptured and were replaced 8/12/79. Second implants are scheduled to be removed on 6/17/94.